Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the returned probe was visibly bent. With markers attached and fully seated, the probe displayed high geometry and divot error readings. The support arm for marker #3 was bent causing the high geometry error and the bent tip was causing the high divot error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the probe had a bent tip. It was reported that the probe could verify if two spheres were removed off the bent portions of the probe. There was no patient present when this issue was identified. It was reported that the probe was part of an evaluation system and was bent upon arrival.